Event description:
It was reported that the patient had a shocking or jolting sensation. The patient¿s health care provider (hcp) didn¿t call back the day after the surgery but the surgery center called them back a week later and left a message. A month later the patient was called for a follow-up and the patient told them the device had been turned off for a month and the patient was directed to their hcp. The patient called their hcp¿s office on (B)(6) 2014 to get an appointment with the hcp and manufacturer representative together and they screwed this up before and didn¿t call the patient back. This was the second time the patient was seen about this device and it was in the wrong place and the patient was there with it in their butt and it was not even turned on. The device had been turned off since the day of surgery on (B)(6) 2014 and their hcp told them to turn it off. The patient went home and sat down and felt like they sat on an electric wire and it shocked them a few times. It was on the opposite side of where the implant was and every time they moved it felt like a cattle prod and they called their hcp who told the patient to relax and it would subside. The patient spoke with their manufacturer representative and they said they had never heard of that before and the patient called back the on call hcp to let them know every time they moved they were getting shocked. The hcp said they knew the story and told them to turn the device off. The patient left voicemails for their manufacturer representative and they had never called them back. The patient called their hcp¿s office after a month to schedule an appointment and no one called them back. The wires were in the wrong place and the patient contacted their hcp¿s office to contact the manufacturer representative and they emailed the office manager that they would be there tomorrow to meet with the patient. The patient was not available for 3 days and wanted to meet them then. The patient called back 3 days later and was told a supervisor would contact them within 24 to 48 hours but they had not heard from anyone and had not heard from the manufacturer representative. The patient and their hcp left messages for the manufacturer representative that was involve in the surgery. The manufacturer representative contacted the patient and would be present at their appointment. The manufacturer representative couldn't recall the exact date they were made aware of the shocking but it was about 1 week after the patient's revision. This was a very difficult patient and they came home from the hospital and turned the device off immediately and had this mentality that it was bad. The manufacturer representative and the hcp agreed that the ap and lateral shots were textbook. At the appointment the manufacturer representative took the programmer, turned the patient's device on, and it was not shocking the patient. They turned up the stimulation until they could feel it and it still wasn't shocking the patient. The patient asked the manufacturer representative to keep turning it up until it shocked them and the manufacturer representative told them they weren't there to shock them and would not continue turning it up. The office followed-up with the patient a couple different times after that and the patient said they were doing better and saw some improvement.

Event description:
Additional information received indicated since her device was revised on (B)(6) 2014, she had not had it turned on ,after she felt a ¿shock¿ on the operation day.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead. (B)(4).